Event description:
The customer reports, the patient presented for a tavr procedure. After placing an incision into the skin near the left femoral access site, while removing the sheath they noticed only a piece of the micro access sheath came out and not the entire sheath. Vascular surgery came down and an angiogram was performed. Nothing was obstructing the blood flow in the artery. The piece was not visualized in the left common femoral artery angiogram. Vascular said because there is good blood flow, and the risks of exploring the groin surgically outweigh the benefits, no further intervention is needed. The sheath is embedded in the subcutaneous tissues.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned later, the investigation will be reopened.